Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor memorygel 350cc ge siltex breast implants which the right side ruptured after implantation. As a result, patient underwent unilateral removal and replacement with another mentor gel implant as follow: catalog number 3503407mc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device. Green and brown material was observed on the shell surface. Upon receipt the device was severely rented, product evaluation team observed siltex cracking within rent. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and green material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. On 6/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).